Event description:
It was reported that (1) 511h was used during a lap nissen fundoplication procedure. It was reported by the rep that the trocar seal ripped when inserting 10mm laparoscopic instruments. It is unknown how the case was completed. There was no consequence to pt.